Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint could not be determined.

Event description:
End user emailed customer service to report that the needle deplugged from the syringe. User states an xray was taken, no needle found. User wanted to know the lubrication used on the syringes. User could not be reached for additional information. Product unknown.

Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint could not be determined.

Event description:
End user emailed customer service to report that the needle deplugged from the syringe. User states an xray was taken, no needle found. User wanted to know the lubrication used on the syringes. User could not be reached for additional information. Product unknown.